Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to ligate a clip, he/she found that the boss part of the clip that came out from the applier was broken during a laparoscopic cholecystectomy. It fell but was removed from the patient body immediately. The remaining clips could be ligated without problem and the surgery was completed. No injury to the patient occurred".